Event description:
A malfunction alarm with code 15 was reported, and it was confirmed that the fault ID was available as 15 ¿ 0x277e. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received guidance from technical support on how to reset the pump, which successfully resolved the issue, allowing continued use of the pump. Customer was advised to contact support again if the issue recurred, and they acknowledged this instruction.